Event description:
Patient undergoing right total hip arthroplasty with mako. Mako tibial check point the checkpoint broke off into the bone. Piece left in bone. Therapy start date (B)(6) 2021, therapy end date (B)(6) 2021. FDA safety report ID # (B)(4).